Event description:
It was reported that the patient had a driveline exit site infection. The had mild secretion from their driveline exit site, elevated c-reactive protein (crp) and positive cultures for staphyloccocus aureus. They were sent home and given oral antibiotics and told to do daily dressing changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later communicated that the oral treatment of antibiotics was not effected and the patient had to be hospitalized. It was communicated that the patient received parenteral antibiotics (clindamycin) and local treatment of the driveline exit site with cold argon plasma. The patient was discharged on (B)(6) 2022 and their oral antibiotics were continued until (B)(6) 2022.